Manufacturer narrative:
Sunrise medical received the remaining portion of the failed back cane as the portion that broke off was lost by the user. An evaluation of said part was performed on (B)(6) 2017 by a quality inspector. Upon completion of the evaluation the following results were found. From the remaining part that was provided, the root cause of the failure is unknown, although; some potential reasons for the failure could be improper use of the wheelchair on ramps with a lip as viewed in the provided pictures of the ramp and stated in the user's manual as a warning to user's. Also unknown is the operation and use prior to the failure. The wheelchair falling backwards with or without load directly onto the back cane could have contributed to a weakening of the back cane at the upper rivet nut. The hole at the break point did not exhibit any signs of being altered. No other portion(s) of the received back cane exhibited alteration. Other factors that may contribute: weight exceeding the stated maximum limit, improper use of the back canes in lifting and tilting. User environment (i.e.: over thresholds, transitions to ramps). This concludes the evaluation.

Event description:
Please see initial MDR 3006459587-2017-00004. This is a supplemental report.

Event description:
The end user's nurse stated the end user's son was pushing his mother up the ramp at their home. They were about half way up when the back cane broke by the bend. The nurse stated it came up and hit the son and he fell back on her and the mother fell out of the chair. She stated the son did require 23 stitches on a cut he received from his forehead to his ear. The end user fell and hurt her back and side and hand. She is paralyzed on the left side (pre-existing). The nurse stated when the son fell back he fell on her, breaking his fall, but she was not hurt. A sunrise medical account manager met with the end user on (B)(6) 2017 and stated she is in good spirits. The incident actually occurred on (B)(6) 2016 and she was not injured in the incident, she just had some shoulder pain. When the complaint was initially called in the end user's nurse stated that the user was not going to inform anyone about this but then someone told her she should. The end user is currently using another chair and the damaged chair was in their storage shed. The sunrise medical account manager retrieved to wheelchair to return to the manufacturing facility for a full evaluation. However, the end user stated the upper portion of the back cane that broke off was lost by her grandchildren. A supplemental report will be filed with any relevant findings.